Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Post-operative thread broke, dehiscence (veterinary) of the suture at a rabbit.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 31 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4). Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. The results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be given to the customer. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.